Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain [pain]. Fluid retention [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from a physician regarding a (B)(6) male patient, initials (B)(6), with a relevant medical history of gonarthrosis. The patient received the first synvisc injection on (B)(6) 2011. He had no problems until the second injection, and 30cc of joint fluid were aspirated. The third and final injection was administered on (B)(6) 2011. The synvisc lot number was not provided. Fluid retention and pain developed on (B)(6) 2011. On (B)(6) 2011, the patient returned to the clinic and 40cc of joint fluid were aspirated. On (B)(6) 2011, another 70cc of joint fluid were aspirated, and 5cc of lidocaine 1% and 2ml of dexamethasone sodium phosphate were injected. The aspirated fluid was described as yellow and opaque. No fever or redness was noted. Concomitant medications reported included: diclofenac sodium and rebamipide, both indicated for pain relief. The physician assessed the relation of the events to synvisc as probable. No further information was provided. As of the date of receipt of this report, the patient was still recovering from these events. Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.